Event description:
It was reported that post-operatively, the patient developed a significant hematoma. The patient was initially observed and treated with pain medication. Subsequently, the patient returned for a surgical revision and 400cc of clotted blood was removed. Post-operatively the patient was doing well with no active bleeding. The device remains in use. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.